Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H2: correction h6: medical device problem code - correction

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that in the morning, the patient felt incoherent and was about to pass out. The patient uses insulet omnipod5 in modified closed loop. The "receiver" and mobile both displayed cgm 250 mg/dl while the bg meter was showing 33 mg/dl. She called her husband who helped her. He gave her juice to drink. The bg meter reading showed 43 mg/dl later that morning, hence, prompting her to drink more juice. The cgm at that moment was not described. She did not seek further help nor did she go to a hospital. She was feeling fine during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.